Manufacturer narrative:
Device rec'd (B)(4) 2011. Evaluation confirmed frosting along the shaft due to a vacuum failure. No pt injury reported.

Event description:
Shaft frosting. Two probes froze up the shaft during the procedure. The probes were not removed and the procedure continued and was completed. No pt injury was reported. Incident 2 of 2.